Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), pelvic pain ("pelvic pain"), perforation ("perforation by essure implant"), device breakage ("fracturing of essure implant") and device dislocation ("migration of essure implant") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), menstrual disorder ("menstrual issue") and anxiety ("emotional anguish"). The patient was treated with surgery (underwent a bilateral-salpingectomy). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, perforation, device breakage, device dislocation, menstrual disorder and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered anxiety, device breakage, device dislocation, ectopic pregnancy with contraceptive device, menstrual disorder, pelvic pain and perforation to be related to essure (ess205). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), fallopian tube perforation ('perforation by essure implant'), device breakage ('fracturing of essure implant'), device dislocation ('migration of essure implant / salpingectomy was then performed on the left side, and no coil was found'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and uterine perforation ('perforation (uterus), migration of essure device: right posterior fundal uterine area/ essure coil perforation and or rejection, pelvic adhesions. /doctor informed me/these appear embedded') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal ligation performed along with novasure ablation" and device ineffective "device ineffective". The patient's medical history included miscarriage on (B)(6) 2011, multigravida, parity 4 ((B)(6) 1993; (B)(6) 1995; (B)(6) 2000; (B)(6) 2004), elective abortion, vaginitis, uterine enlargement, left lower quadrant pain, weight loss, pelvic discomfort, dysfunctional uterine bleeding and spinal cord neoplasm. Open laparoscopic, removal of the perforated essure coil on the right side, with bilateral salpingostomies, to remove the tubal essure coils. Previously administered products included for prevent pregnancy: nuvaring from (B)(6) 2005. Concurrent conditions included thrombosis, bleeding intermenstrual, vulvitis and amenorrhea. Concomitant products included nsaids since 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("emotional anguish/ mental anguish"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), nausea ("nausea"), depression ("depression") and back pain ("back area"). On (B)(6) 2010, the patient experienced fatigue ("fatigue") and vaginal infection ("vaginal infection"), 4 years 7 months after insertion of essure (ess205). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issue"). The patient was treated with surgery (bilateral salpingectomy and underwent a bilateral-salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved and the fallopian tube perforation, device breakage, device dislocation, ectopic pregnancy with contraceptive device, uterine perforation, menstrual disorder, anxiety, dysmenorrhoea, dyspareunia, fatigue, nausea, depression and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: two pieces of essure coil, 1.9 and 15 cm in length, the longer is stretched out with a loss of spiraling. No soft tissue present. Patient experienced another pregnancy with essure which was captured under (B)(4). Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female, fallopian tube perforation, uterine perforation, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion; on (B)(6) 2006: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: essure coils appear to be in good position, otherwise normal pelvic ultrasound. Scar tissue adhesions and endometriosis are not excluded by ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female, vaginal haemorrhage, menorrhagia, vaginal infection were updated, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), fallopian tube perforation ('perforation by essure implant'), device breakage ('fracturing of essure implant'), device dislocation ('migration of essure implant / salpingectomy was then performed on the left side, and no coil was found'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and uterine perforation ('perforation (uterus), migration of essure device: right posterior fundal uterine area/ essure coil perforation and or rejection, pelvic adhesions. /doctor informed me/these appear embedded') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal ligation performed along with novasure ablation" and device ineffective "device ineffective". The patient's medical history included miscarriage on (B)(6) 2011, multigravida, parity 4 ((B)(6) 1993; (B)(6) 1995; (B)(6) 2000; (B)(6) 2004), elective abortion, vaginitis, uterine enlargement, left lower quadrant pain, weight loss, pelvic discomfort and dysfunctional uterine bleeding. Open laparoscopic, removal of the perforated essure coil on the right side, with bilateral salpingostomies, to remove the tubal essure coils. Previously administered products included for prevent pregnancy: nuvaring from (B)(6) 2005 to (B)(6) 2005. Concurrent conditions included clot blood, bleeding intermenstrual, vulvitis and amenorrhea. Concomitant products included nsaids since 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("emotional anguish/ mental anguish"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), nausea ("nausea"), depression ("depression") and back pain ("back area"). On (B)(6) 2010, the patient experienced fatigue ("fatigue") and vaginal infection ("vaginal infection"), 4 years 7 months after insertion of essure (ess205). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issue"). The patient was treated with surgery (bilateral salpingectomy and underwent a bilateral-salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the fallopian tube perforation, device breakage, device dislocation, ectopic pregnancy with contraceptive device, uterine perforation, menstrual disorder, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, vaginal infection, nausea, depression and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. The reporter considered anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: two pieces of essure coil, 1.9 and 15 cm in length, the longer is stretched out with a loss of spiraling. No soft tissue present. Patient experienced another pregnancy with essure which was captured under (B)(4) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion; on (B)(6) 2006: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: essure coils appear to be in good position, otherwise normal pelvic ultrasound. Scar tissue adhesions and endometriosis are not excluded by ultrasound.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs & mr received. Events : abnormal bleeding (vaginal, menorrhagia); dysmenorrhea; dyspareunia; fatigue; infection: vaginal, nausea; pain, depression and mental anguish was added. Events outcome pelvic areawere changed unknown to recovering / resolving. Severity, lab data, medical history, concomitant conditions, reporter and reporter information was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation by essure implant"), device breakage ("fracturing of essure implant"), device dislocation ("migration of essure implant") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issue") and anxiety ("emotional anguish") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a bilateral-salpingectomy). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, fallopian tube perforation, device breakage, device dislocation, ectopic pregnancy with contraceptive device, menstrual disorder and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered anxiety, device breakage, device dislocation, ectopic pregnancy with contraceptive device, fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc. Event perforation was recoded with meddra llt fallopian tube perforation. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.